Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a fluid leak occurred on a previous day with the liberty select cycler. The pdrn stated that they were instructed by fresenius technical services to allow the cycler to dry for the night and to try using it again the following day. Additional information was requested however a response was not received. It was not confirmed whether there was patient involvement or a patient experienced a serious injury, adverse event, or required medical intervention in regard to the reported issue. The cycler set was not available to be returned to the manufacturer for a physical evaluation. The cycler remained at the facility where the pdrn attempted to use it for treatment the following day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a fluid leak occurred on a previous day with the liberty select cycler. The pdrn stated that they were instructed by fresenius technical services to allow the cycler to dry for the night and to try using it again the following day. Additional information was requested however a response was not received. It was not confirmed whether there was patient involvement or a patient experienced a serious injury, adverse event, or required medical intervention in regard to the reported issue. The cycler set was not available to be returned to the manufacturer for a physical evaluation. The cycler remained at the facility where the pdrn attempted to use it for treatment the following day.